Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer that during incoming inspection of goods on (B)(6) 2018, a c3600 cusa excel 23khz tubing set was rejected because a nurse found hair inside the package. The device was not in contact with the patient. No surgery delay was reported.

Manufacturer narrative:
The product was returned for evaluation. According to the DHR review, no anomalies were reported during the packaging process of this lot that could be related to the reported condition. No quality events were issued for lot # 1170724, therefore, the lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The complaint cannot be confirmed since the unit was not in its original package. Although a photo of a unit inside the package was provided by the customer, it is clearly observable that the package was already opened. Hair is electrostatically attracted to the tubing; therefore, the hair could be picked up after opening the package. The complaint is unconfirmed. (B)(4).